Event description:
The customer reported via phone call that the reservoir and tubing had a presence of air bubbles. The customer stated that she had done a full set change on the day prior to the call, and she noticed that there were air bubbles in the tubing near the base by the reservoir. The customer's blood glucose was 150 mg/dl. She noted that the air bubbles varied in size. She was advised to repeat delivery of a 5.0 fixed prime until the air bubbles were no longer visible. She noted that the insulin pump alarmed no delivery during the fixed prime. She was advised to change the infusion set and to tap the reservoir to gather small bubbles into a large one. She was advised to push air back into the insulin vial. She reported that air bubbles did not persist after the infusion set change. She was advised that the supplies would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.